Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The ultra delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned partially inserted through the loader assembly. The distal end of the inflation balloon was observed to be bunched, likely due to its partial withdrawal into the loader upon return. Visual inspection did not reveal any gross abnormalities on the delivery system. CT imagery of the patient¿s anatomy was provided by the site. Based on the measurements of the native annulus, the sizing for a 23mm sapien 3 valve appeared to be adequate. Calcification was observed in the native valve and annulus. Review of fluoroscopy imagery revealed the positioning of the guidewire (possibly butting up against the ventricular wall), was pulling the delivery system towards the non-coronary cusp (ncc), as supported by the curve in the delivery system nose tip. Non-coaxial positioning of sapien 3 valve in native annulus prior to balloon inflation, likely due to the guidewire positioning, was observed. During inflation, the guidewire was observed to be pulling the distal end of the delivery system towards the ncc. After deflation, the delivery system was pulled against the valve on the ncc side, likely due to the guidewire positioning. The valve was deployed slightly canted, with the left coronary cusp side slightly higher than the ncc side. After removal of the delivery system, the valve was canted with the ncc side higher, supporting that the delivery system may have caught on the valve during withdrawal. The remaining imagery showed the valve-in-valve procedure. Due to the nature of the complaint, no relevant functional or dimensional testing was able to be performed. However, the balloon was able to be inflated and deflated with no abnormalities observed. Lot history review revealed no other complaints for delivery system ¿ withdrawal difficulty ¿ from valve, vasculature. Complaint history review from may 2018 through april 2019 for the ultra delivery system (all models and sizes) revealed no other similar complaints for delivery system ¿ withdrawal difficulty ¿ from valve, vasculature. A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action (3 complaints per month for 3 consecutive months for the recently commercialized devices) for the appropriate complaint code. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the ultra delivery system undergoes multiple visual inspections and testing throughout the process. During the balloon final inspection, the balloon undergoes multiple 100% dimensional and visual inspections. The balloon undergoes 100% inspection after forming. During final inspection, the entire delivery system is 100% visually inspected by manufacturing and quality. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for delivery system ¿ withdrawal difficulty ¿ from valve, vasculature was confirmed based on the imagery provided. No manufacturing non-conformances were identified in the returned device. In addition, a review of complaint history, lot history, DHR, manufacturing mitigations, and the DHR provided no indication that a manufacturing non-conformance contributed to the reported event. Based on the imagery review, it is possible that poor guidewire positioning contributed to the may have caused the delivery system to be pressed up against the valve on the ncc side during the procedure and after deployment. This could have caused the delivery system to get caught on the valve on the ncc side during withdrawal, resulting in the shifting of the initial valve. Additionally, the guidewire positioning could have caused the delivery system/valve to be non-coaxial with the native annulus during valve deployment, resulting in a slightly canted deployment, which could have further contributed to the shift/embolize towards ascending aorta of the initial valve. Although a definite root cause was not able to be determined, procedural factors (guidewire positioning) may have contributed to the delivery system withdrawal difficulties, the resulting valve embolization towards the ascending aorta and subsequent placement of a second valve. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the complaint rate did not exceed the monthly trigger for further analysis of complaint data. As such, neither product risk assessment escalation nor corrective actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01509.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 ultra valve was deployed in the aortic position via the right transfemoral approach. The valve crimping was performed according to the IFU.. The valve was deployed without issues, with the valve landing in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, a ¿small¿ resistance was felt as the delivery system was retrieved through implanted valve. The valve was observed to shift/embolize a small way towards ascending aorta. The valve was no longer inside of the annulus. The decision was made to implant a second sapien 3 ultra valve. The second valve was implanted inside of the first valve, in a 70:30 a/v using 18ml of volume. The final result was acceptable. At the time of the report, the patient¿s condition was good. The native annular diameter measured 22.5mm by CT with a valve area of 404.7mm2. It was speculated that an interaction of balloon/distal shoulder with the distal stent end of the implanted valve may have occurred, resulting in non-coronary cusp side of the valve being pulled.